Manufacturer narrative:
Product event summary - a proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD, implanted: 2010 (B)(6); 6947 lead, implanted 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic nerve stimulation. The left ventricular (lv) lead was pulled back and the tip was in the superior vena cava. Therefore, the lead could not be totally removed and was cut and capped. A portion was removed. No further patient complications have been reported as a result of this event.